Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission recorded noted that the right atrial (ra) lead exhibited noise oversensing resulting in false mode switch episodes. The noise was reproducible with isometric testing. Programming changes were made. The patient was in stable condition.